Event description:
It was reported that customer experienced battery that died quickly without warning. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, data logs could not be reviewed because recent uploads were unavailable, and no additional corrective actions or resolutions were documented.